Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical apac region performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 21-may-2025. According to the response, although the event was initially reported as affecting the patient's treatment, it was clarified that the impact was limited to a prolonged examination time. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 12-may-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i10m, serial number (B)(6) in china within the apac region. During the endoscopic procedure, the bending section could not achieve the desired angulation even when the left and right angulation knobs were operated, which caused a safety concern. The physician replaced the endoscope and continued the procedure. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report. D8: was this device ever serviced by a third party? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). D9: is this device available for evaluation? H4: device manufacture date. H11: evaluation summary. Evaluation summary: the event that occurred is angle wire broken. The pentax engineer consulted with hospital staff and identified the malfunction during use. Fortunately, no harm was caused to the patient, and the examination was completed using a backup device. Based on the investigation, a potential root cause of this failure is that the angle wire was broken due to excessive force during operation. A definitive root cause of the reported issue could not be identified. The device was repaired by a third party and returned to the hospital. The hospital was reminded to ensure that daily operations and reprocessing procedures comply with the IFU. Investigation completion and return date: 14-may-2025 based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 25-aug-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 06-sep-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.